Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Measurements of the lead port dimensions were performed, and no out of range measurements were observed. The device was then exposed to simulated heart load conditions, and the full-energy shock, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific crm received information that this device had recorded unstable shock impedance measurements. Shock impedance measurements were between 40 and greater than 125 ohms. Test shocks were performed, and shock impedance measurements were within the normal range. A boston scientific technical services consultant recommended a system revision. A revision procedure was performed, and the device was explanted. During the procedure, the related lead was tested, and lead impedance values were normal. No adverse patient effects were observed.